Event description:
User facility technician reported a patient did not achieve the desired ultrafiltration (uf) during a treatment on a system 1000 hemodialysis device. It was reported that there were no device alarms elicited during treatment to indicate a problem. The patient's uf goal was 7 lbs but device only removed 3 lbs. The patient required an additional dialysis treatment. Per the user facility technician, there were no adverse patient consequences as a result of this incident.

Event description:
Additional information was obtained regarding treatment parameters. The blood flow rate was 450 ml/minute, dialysate flow rate was 700 ml/minute, and treatment time was four hours.